Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, the device did not hold the sutures. Current patient status: unknown. To correct the condition they used another device. Unknown if there was unanticipated tissue loss. Unknown if there was unanticipated blood loss of 500 ccs or more. It is unknown if the surgical time was delayed by more than 30 minutes. It is unknown if any device fragment fell into the patient cavity. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.